Event description:
It was reported that the zimmer skin graft mesher was not meshing properly. Additional clinical follow up with the customer indicated that the user was unhappy with the way the tissue was expanded. There was no report of any patient injury or extended surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on "02/14/1968" and was last repaired on 04/20/2012, for a non-related issue. Previous repair included the return of cutter 1.5:1 serial number (B)(4), in which the cutter was determined to be damaged and non-repairable. Upon previous return of the customer's device and cutter (B)(4), the customer was forwarded the skin graft mesher cutter memo informing the customer to contact their zimmer distributor for replacement. Evaluation of the device observed. The cause of the reported issue that the ball detents were worn and the calibration check was below specification on both sides. All four of the customer's cutters failed to produce an acceptable graft and were deemed non-repairable. The customer did not report which cutter was utilized to perform the mesh; however all of the cutters did not meet specifications and could have caused damage to the grafts. Improper handling by the customer and not replacing a previously damaged cutter most likely caused the customer's event to occur. The device was serviced and returned to the customer.